Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the excessive force was added to the device since there was the dent on the connector according to the evaluation result from sorc. The excessive force caused the cable break and image disappeared.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image disappeared within 1 hour. There was no report of patient injury associated with the event. The event date was unknown.